Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the thermal damage to the circuit board of the patient electronic unit. Unit uncharacteristically powered on immediately after the power supply was connected to it without the use of the power button. Unit was unable to shut down after the patient data backup process was completed. Unit was also unable to shut down when prompted with the handheld or with a hard shutdown attempt of holding the power button pressed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Thermal damage to the circuit board of the patient electronic unit was discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.